Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced a lot of pain at the ins site. They thought the device "slipped" on itself and might have rolled. The patient hadn't charged the ins in a month and saw the "reposition antenna" screen and the "poor communication" screen. They went to the ER the previous week due to the pain and had stimulation off since then. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was overdischarged. The therapy stopped due to a warning power on reset (por) that displayed on the patient programmer (pp) after jumpstarting the device. The patient wasn't able to clear the por and was instructed to follow up with their healthcare provider. The patient also reported that since the overdischarge, it has taken them longer to charge the ins. No further complications are anticipated.